Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous distal right coronary artery (rca). A liberte' stent was implanted in the proximal rca. The physician attempted to cross the lesion with another manufacturer's guidewire but was unsuccessful. The physician then tried to cross the lesion with a taxus express2 3.0x12mm drug eluting stent. The physician removed the taxus express2 stent and reinserted it over another manufacturer's guidewire and the taxus express2 stent was able to cross but it could not be inflated. The device was removed from the patient and the stent was found to be crushed. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.